Event description:
Name of procedure: sleeve gastrectomy. Patient status: no patient injury. Intervention: the operator used a new forceps from a different branch. Event description: ai translation: when using the device to perform hemostasis, the surgeon was unable to close the handle and the clip therefore did not come out. Hemostasis was not achieved immediately. Use of a new device from a different lot. Original text: au moment d'utiliser la pince afin d'effectuer une hémostase, le chirurgien n'a pas pu fermer la poignée et le clip n'est donc pas sorti. L'hémostase n'a pas été effectuée immédiatement. Utilisation d'une nouvelle pince d'un lot diffèrent. Information received from applied medical representative via email 30jan24: "no patient injury, patient is ok. Sleeve gastrectomy was being performed. Only ca500 used. The device was not blocked but clips don¿t come each time he tries to liberate one clip. The yellow pull tab was removed from the handle prior to actuation. This occurred during subsequent actuations. The trigger could be moved as normal. When the clip came out, it sat properly into the jaws. A clip did not load into the jaws every time the trigger was pulled."

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the channel support assembly (csa) of the device was deformed likely leading to the customer experience of no clip being loaded. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: sleeve gastrectomy. Event description: ai translation: when using the device to perform hemostasis, the surgeon was unable to close the handle and the clip therefore did not come out. Hemostasis was not achieved immediately. Use of a new device from a different lot. Original text: au moment d'utiliser la pince afin d'effectuer une hémostase, le chirurgien n'a pas pu fermer la poignée et le clip n'est donc pas sorti. L'hémostase n'a pas été effectuée immédiatement. Utilisation d'une nouvelle pince d'un lot diffèrent. Information received from applied medical representative via email 30 jan 2024: no patient injury, patient is ok. Sleeve gastrectomy was being performed. Only ca500 used. The device was not blocked but clips don¿t come each time he tries to liberate one clip. The yellow pull tab was removed from the handle prior to actuation. This occurred during subsequent actuations. The trigger could be moved as normal. When the clip came out, it sat properly into the jaws. A clip did not load into the jaws every time the trigger was pulled. Patient status: patient is ok. Intervention: use of a new forceps from a different batch.